Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn 22493) displayed user advisory (ua) 12 (lifeband not present) message" was confirmed based on the archive data review but was not confirmed during the functional testing. The reported ua12 message was not reproduce during the functional testing, however; a reset switch cable was observed incorrectly installed which is likely the probable cause of the customer reported ua 12 error message. The reset switch cable was replaced to address the reported complaint. Upon visual inspection, unrelated to the reported complaint, cracks on the top cover, front and bottom enclosures were noted. Also, the grip strips were missing. The observed physical damage and missing part were likely attributed to user mishandling. The top cover, grip strips, front and bottom enclosures were replaced to address the observed issues. Upon further inspection, unrelated to the reported complaint, sticky clutch was observed. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The autopulse platform was manufactured in 2009 and is 14 years old. The archive data indicated multiple ua 12 errors, thus, confirming the customer's reported complaint. The autopulse platform passed the functional testing without fault or error. The reported ua12 message was not reproduced during the functional testing. Further evaluation, the reset switch cable was observed incorrectly installed and most likely caused the autopulse platform to intermittently display ua 12 error message. The reset switch cable was replaced to address the reported complaint. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has received the autopulse platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During training using on "pig models", customer reported that the autopulse platform (serial #(B)(4)) displayed user advisory "(ua) 12" (lifeband not present). The autopulse platform was functioning properly during the first set of comppression, and that the lifeband was installed correctly but still ua12 error message intermittently displayed on the screen. No patient involvement.